Manufacturer narrative:
The alarm indicator light and visual screen alarm were available. The nurse checked the alarm volume and found it was set to 3/4 high. The sound did sound when changing to the maximum highest volume. The arrhythmia showed in the alarm history and arrhythmia recall. All alarm sounds were set to on. There was a vital sign alarm that sounded while we were speaking to the nurse. The volume may have been set too low to hear. The nurse will call if there are any more issues. Device not returned.

Event description:
The customer reported that the central monitoring system (cns) did not alarm during an arrhythmia.